Manufacturer narrative:
The local area sales representative reported the lead was damaged during the explant procedure and would not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial pacing lead had exhibited pacing impedance measurements greater than 3,000 ohms. It was suspected the lead had fractured. The chronic device had been programmed to vvi. During a recent normal device change out procedure, this lead was explanted and successfully replaced. No adverse patient effects were reported.